Event description:
Since having essure implanted my overall health has been on a spiral down fall. I am only 28 years old and most days day to day chores seem almost impossible. I suffer from migraine several times a week, horrendous back pain, sharp stabbing abdominal pain, embarrassing hair loss, it has caused weight gain, joint pain, fatigue, and the list goes on. I am allergic to nickel and its in this device, the worst part about that is I specifically asked my doctor what kind of metal it was made of for this very reason and I was lied to, he told me surgical steel. There are so many innocent women suffering from this device, we need our lives back!!! I have days where getting out of bed alone is a task, all because of these implants.